Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that onthe patient underwent a posterior lumbar fusion at l5-s1 using rhbmp-2/acs combined with allograft and putty, placed as an onlay fusion, directly in the disc space with no cage. Following the surgery, the patient developed further back, arm, and leg pain. Consequently, the patient underwent additional imaging. A CT scan dated (B)(6) 2011 demonstrated that the patient had developed ectopic bone growth. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6)2010: patient presented with preoperative diagnosis of c7-t1 spondylolisthesis ,c7-t1 spinal canal stenosis cervical myelopathy c7-t1 foraminal stenosis and underwent c7-t1 laminectomy, bilateral c7-t1 laminoforaminotomy, posterior spinal fusion from c5 to t3 using lateral mass screws, pedicle screws and rods. Posterolateral fusion from c5 to t3 using allograft putty, demineralized bone matrix, local bone allograft and bone morphogenic protein. Background: the patient is a (B)(6) -year-old male with a history of morbid obesity. In the past, he has undergone numerous lumbar spine surgical interventions. He has a known pseudoarthrosis at l5-s1. Nevertheless, the patient was noted to be redeveloping progressive proximal lower extremity weakness. Workup revealed the patient to be clinically myelopathic. A MRI of the cervical and thoracic spine revealed the patient to have high-grade stenosis of the cervico-thoracic junction with severe cord compression. The patient also had a grade 1 spondylolisthesis. On (B)(6) 2010, the patient underwent partial c7 corpectomy with c7-t1 discectomy and interbody fusion with strut grafting and plating from c7 to t1.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.